Event description:
Baxter canada reports patient (pt) noted cassette area of home choice device was wet upon removal of set, post apd treatment, and heater bag was inflated with air. Pt reported feeling "air" in him and pain increased through mid-section of his body radiating to shoulders and arms. Pt self medicated with tylenol extra strength. Pt went to the hospital the next day and was given prophylactic antibiotics and released. The patient continued to report pain in neck, arms, and shoulders, but reportedly also had the flu. On 10/29/97, the patient was admitted to the hospital with pneumonia. Per health care professional, this is unrelated to set leak.